Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. Visual examination identified wear at fold in the proximal end of both cylinders. Cylinder 1 and cylinder 2 passed the leakage test. The pump was visually inspected, functionally and leak tested. No visual was noted, no leaks were identified; however, the pump did not pass the functional test. The reservoir was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the reservoir. Based on the information available and analysis results, the reported clinical observations of fluid loss, connection issue and micro hole could not be confirmed; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid loss. It was detailed that its location and source could probably be a connection issue or a micro hole. All components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid loss. It was detailed that its location and source could probably be a connection issue or a micro hole. All components were removed and replaced. There were no patient complications reported.